Event description:
A customer reported their battery pack will not stay latched in their AED after the unit was dropped. They reported this did not occur during patient use.

Manufacturer narrative:
During trouble shooting, it was confirmed that the battery pack could not be securely latched into the battery well. The issue is attributed to customer abuse snd failure to maintain the unit. The customer was advised to remove the AED from service